Event description:
It was reported that approximately 17 months post-implant of a bifurcated device and a suprarenal aortic extension the patient presented in the emergency room with lower back pain. Reportedly, a computed tomography scan revealed a type iii endoleak between the suprarenal aortic extension and the bifurcated device. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative. The review indicates the reported event is confirmed. The post-secondary procedure CT confirms that the radiologist believed a type 3 endoleak was present, thought the subtype is not declared and the location is not specifically mentioned. The lack of a secondary procedure note or actual imaging files limit the conclusions that can be made. Based upon the investigation findings, a root cause for the reported endoleak could not be conclusively determined. There was no evidence that the device caused or contributed to this event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.